Event description:
We received information that on (B)(6) 2012 medtronic leads were attempted without success. The patient had a very distorted shape to both ra and rv chambers making placement very difficult in rv and impossible in ra. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).